Event description:
It was reported that the pen ndl 32g 4mm hp 100 box fr did not deliver insulin during use and was thought to be clogged. The following information was provided by the initial reporter, translated from french to english: the customer explains to me that "1 needle out of 3 in the box does not work" for reference 320562 lot 8282613. He admits that this may be due to a misuse of the new format. On the phone, the patient told me it could be due to the needle clogged.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box fr did not deliver insulin during use and was thought to be clogged. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer explains to me that "1 needle out of 3 in the box does not work." For reference 320562, lot 8282613. He admits that this may be due to a misuse of the new format. On the phone, the patient told me it could be due to the needle clogged.